Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/28/2016 with the following findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm that could not be cleared. The alarm was recorded in the black box data as a cs 087 call service alarm, indicating a language file corruption due to a failed u39 component on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump emitted an alarm and then locked so that it could not be used. There was no indication that the product caused or contributed to an adverse event. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm and unlock the pump.